Manufacturer narrative:
(B)(4). The device has not been returned for investigation. A device history review could not be conducted since the lot number nor product code was provided. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while doing a vault suspension the bullet was severed from two different prolene capio sutures. The physician is an experienced user and decided to perform a unilateral suspension instead of the planned bilateral suspension because of the device malfunction. Patient is stable.